Event description:
It was observed that during the evaluation, the ultrasonic probe that the ultrasound medium is leaking. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the ultrasound medium is leaking. Based on the results of the investigation, it is most likely that the leak occurred due to the distal end sheath being damaged. However, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated: b5, h2, h11.

Event description:
It was reported that the ultrasonic probe discovered a leak that was near the distal end. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient involvement.